Event description:
A fail code 804:22. Information was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.